Manufacturer narrative:
Additional information was requested on 22-mar-2024 to clarify if char was generated on the catheter tip as the event did not mention char nor the picture provided reflect char. The response was that the consequence between this event and the catheter error is unknown. Due to the picture, blood had entered the 2nd and 3rd electrodes. An explanation as to the cause of the blood contamination was requested. Therefore, the only two issues were the contact force issue and the blood had entered the 2nd and 3rd electrodes. Therefore, removed coding under h6. Medical device problem code that represented ¿char¿ of device contamination with body fluid (a180103). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings since char was removed per the additional information received which resulted in the following updated investigation on 25-mar-2024. The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole on the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. For the damage on the pebax the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Therefore, updated the coding to only reflect the following. These codes were reported under 3500a initial: -investigation findings: mechanical problem identified (c07) -investigation conclusions: unintended use error caused or contributed to event (d1102) -component code: sleeve (g04115) during an internal review on 17-apr-2024, noted a correction to the dates under d4. Expiration date and h4. Device manufacture date that were processed in the 3500a initial. Therefore, processed accordingly.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Initially it was reported abnormality of contact force during ablation. There was no error. Reconnection and cable replacement did not resolve the problem. The problem was resolved by replacing the qdot micro catheter. When the defective catheter was confirmed, blood had entered the 2nd and 3rd electrodes. There was no patient consequence reported. Additional information was received on 12-dec-2023. It was found on the tip electrode. No error was observed with the char catheter. No issue related to temperature and flow on the catheter. The generator was set to temperature control mode. No neurological symptom occurred since the procedure was completed. The physician did not consider the amount of char caused a potential risk to this patient. Additional information was received on 26-dec-2023. Abbot agilis m size 8.5fr sheath was used. No difficulty experienced while maneuvering the catheter or during the withdrawal were reported. No damages were visually detected. The generator was set to q mode setting: 55¿. They noted the settings as: temperature: 37¿, impedance: 110o, power: 35w. The patient was anticoagulated at act: 314. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation was not used greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was set to the default setting. Heparinized normal saline was used. The carto visitag module was not used, because the ablation stopped and the catheter was pulled from the patient body immediately after detecting abnormal contact force (cf) value. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-feb-2024, there was reddish brown material inside and a hole on the pebax with internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on 27-feb-2024 and have assessed this returned condition as reportable. The awareness date of this reportable returned condition is 27-feb-2024.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) the bwi product analysis lab received the device for evaluation on 20-feb-2024. The device evaluation was completed on 27-feb-2024. The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. No char residues were observed on the device. The magnetic and force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The force issue described was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue as a potential cause. The char reported by the customer was not confirmed since no char residues were observed. The root cause of the damage could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿char¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿abnormality of contact force¿ and ¿blood entered the 2nd and 3rd electrodes¿. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside and a hole on the pebax with internal parts exposed¿. Manufacturer¿s reference number: pc-(B)(4).